Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump display had segments missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay and a missing display window cover. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. The insulin pump was monitored and no missing segments/partial display noted during the testing. (B)(4).